Manufacturer narrative:
As soon as ellex medical became aware of the incident, the calibration of the laser system and alignment of the optical paths was verified by ellex service through a paf (product acceptance fault record ) attached. All the parameters in alignments checks including offset in the paf are within the acceptance criteria which proves that the device is not at fault and is performing within the normal specifications. There was a minor adjustment in the offset to 200-250 microns, however as confirmed by the clinician, this minor misalignment could not have caused the adverse event. According to the physician: laser discharge was very close to the posterior capsule of the lens, posterior offset need not be considered for vitreolysis treatment and offset error ( 250microns or 0.25mm) cannot make a difference, considering the length of the vitreous from the lens to the retina between 18-19mm. The general device aspects with respect to usability, instructions for use and the risk controls were required to be evaluated as advised by the clinician. Adequacy of device design: indications of parameters relevant to safety: anterior and posterior offset located on the laser head control knob are letter and colour coded. Accuracy of controls: offset range is well defined with the required tolerance. Adequacy of labelling: operator manual (included in attachment) includes sufficient instructions, warnings, precautions for the safe use of the device and the labelling is considered adequate. Risk management: review indicated that the risk control measures (risk assessment ra tango-14 in attachment) are adequate and within the normal use risk levels are acceptable. Customer complaints : the device has been in use for 2.5 years from the date of manufacturing; no other untoward incidents related to device use were reported apart from this event. Ellex during recent trend analysis activity reviewed this event. Through that process even though the patient visual acuity was not affected, the laser system was operating to specification and labelling is deemed adequate, recognises that this event does meet the FDA definition of a serious injury. Therefore in good faith ellex is reporting this event retrospectively.

Event description:
The event occured in USA, (B)(6). During treatment for posterior membranectomy , the doctor hit the posterior surface of patient's natural lens, causing cataract. Possible user error.